Event description:
It was reported that the pt underwent a spinal procedure for cervical trauma at c5-c7 using fixation plate and screws. The pre-fixation pin was broken during the procedure. The whole construct was removed and replaced. No pt injury was reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. Unable to determine the cause of the event.